Event description:
The low pressure alarm did not sound when the pt became disconnected. The co service technician inspected the device and could not duplicate the alleged event. The unit passed extended testing. No parts were replaced. It is not verified that low pressure alarm failed to activate, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.